Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked. The battery compartment threads were found to be stripped and unable to secure. A test cap was used and able to hold for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The customer alleged that the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.